Event description:
It was reported that on (B)(6) 2009 the patient underwent a fusion procedure in which rhbmp-2/acs, cages, peek cage, plate, cover and screws and plate atb and screw lock tslp from synthes were used. Patient alleges unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.